Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The picture of the plate was provided for evaluation and confirmed broken.

Event description:
Revision surgery was performed on (B)(6) 2024 to remove the broken plate due to the failed bone graph and non-union.

Event description:
The silverback plate was reported broken during pateint use. In addition, there was a report of the patient's bone graph failed and it was a non-union.